Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
An advocate called on behalf of their son to report that they obtained inaccurate reading with their contour next ez meter. The advocate stated that the customer received incorrect dosage of insulin based on the inaccurate reading and was hospitalized. No specific reading was provided, however, the advocate stated that all the readings obtained in the hospital showed a difference of 20 mg/dl to 40 mg/dl when compared with the contour next ez meter. The customer declined to provide any additional information. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.